Event description:
No additional information was provided. Materials#: mz9266 batch#: 23019245. It was reported by the customer that the experienced a broken set when disconnecting. The patient had a central line and trifuse connected with multiple infusions (tpn, lipids, antibiotics). When disconnecting the trifuse, the cap came off during the twist. The nurse did push the green cap to the broken trifuse and reattached a new trifuse set for the patient. Verbatim: rcc received a complaint via email. Could you advise if there are any alternatives for mz9266? There has been a few safety issues over the past year for mz9266, especially in our peds areas. On (B)(6) 2023, a nurse in (B)(6) 6nw peds experienced a broken set when disconnecting. The patient had a central line and trifuse connected with multiple infusions (tpn, lipids, antibiotics). When disconnecting the trifuse, the cap came off during the twist. The nurse did push the green cap to the broken trifuse and reattached a new trifuse set for the patient. Bd maxzero microbore tri-fuse extension set mz9266 serial number, lot number (B)(4) 23019245.

Manufacturer narrative:
It was reported by the customer that the experienced a broken set when disconnecting. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz9266 lot number 23019245 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2023 there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was damaged. The following information was received by the initial reporter with the verbatim: could you advise if there are any alternatives for mz9266? There has been a few safety issues over the past year for mz9266, especially in our peds areas. On (B)(6) 2023, a nurse in santa monica 6nw peds experienced a broken set when disconnecting. The patient had a central line and trifuse connected with multiple infusions (tpn, lipids, antibiotics). When disconnecting the trifuse, the cap came off during the twist. The nurse did push the green cap to the broken trifuse and reattached a new trifuse set for the patient. Bd maxzero microbore tri-fuse extension set mz9266. Serial number, lot number (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.